Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device. The unit was cleaned and disinfected. The device was tested and the original complained error could not be confirmed. Moreover, flap of the clamp and the control board were found damaged. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the unit was repaired and then put back in service in its expected function. Based on all the above facts, the most likely root cause of the reported case is an intermittent electrical failure, as bad/loose connections, a false contact or some oxidized electronics on the boards completely restored during service activity. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. There is no concerning trend for this kind of failure. The risk is in the acceptable region. Livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
H11: through follow-up communication with the livanova field service representative in charge, it was learned that the error code displayed was 1538, related to a faulty encoder. In addition, it was learned that the involved customer is chu nancy. Dedicated section (e1) of this report has been updated accordingly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the occluder if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that teh evo occluder displayed an alarm during the procedure. There is no report of any patient injury.